Event description:
Caller reported a malfunction on the pump with a malfunction code labeled as malf 12. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the malfunction issue. The customer was advised to continue using the pump and to call back if the malfunction code recurred; the caller acknowledged this guidance.